Event description:
54 year old female with medical history of rheumatic mitral valve disease underwent a mitral valve replacement using a 36mm mitral homograft on 03/13/19998. Pt experienced post-op complications and echo revealed severe mitral regurgitation. On 07/30/1998. Valve was explanted and was found to demonstrate prolapse of the posterior leaflet and restriction affecting both leaflets. Papillary muscles were well healed. Dr. Felt technical error compromised chordal function. The homograft was replaced with a mechanical valve.